Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet experienced unexpected high blood glucose readings over two days without changes in diet or habits, including a reported value of 319 mg/dl after breakfast, and the user requested additional training. Symptoms included hyperglycemia. Outcomes included user concern and contact with a medical professional for follow-up. Investigation included review of reported use, review of device performance based on available information, and arranging user training. Investigation of this case revealed no evidence of user error based on the available report and no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.